Manufacturer narrative:
Investigation results: received one unsealed q-syte unit from lot number #2220533 for the investigation of this complaint. A gross visual inspection shows that the unit does not have physical defect. However, per the customer¿s verbatim, the unit leaked during use thus the unit was further investigated. The septum was removed from the body of device and was inspected for damage. A leak test was performed on the returned unit using a luer lock syringe. Leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen on the column wall. The type of defect of tear column wall may occur during manufacturing due to misalignment or damaged/burred probes. However, this defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. As the device has been opened and handled, the defect cannot conclusively be linked to either manufacturing or use related as the defect would have the same appearance. Investigation conclusion(s): the defect of leakage was confirmed. Probable root cause conclusion(s): not determined a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that three bd q-syte closed luer access devices leaked. The following information was provided by the initial reporter, translated from chinese to english: "during the use of this product, leakage was found at the connection point of the separator film."